Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred after customer bolused for breakfast. Blood glucose was 140 mg/dl. Reportedly, new cartridge was loaded to address the event and insulin delivery was resumed.